Manufacturer narrative:
The service evaluation found no image was displayed using serial digital interface (sdi) input 1 which was attributed to a defective board (qb). The cause of the defective board is unknown. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center became aware that the asset/demo high-definition liquid crystal display monitor was returned for evaluation. There was no reported allegation of any malfunction associated with the monitor. However, upon inspecting and testing, the service evaluation found a no image malfunction (reportable) as no image was displayed using serial digital interface (sdi) input 1. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the update in section h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the image did not display due to the qb (circuit) board being defective. The specific root cause of the defective qb board could not be determined at this time. Olympus will continue to monitor field performance for this device.